Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noted that the right ventricular (rv) lead was extremely twisted and kinked between the two coils. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.